Manufacturer narrative:
The returned device was evaluated. The device was able to obtain spo2, pi, and pulse rate as designed; however when powered up, one led segment of the center led digit did not illuminate. During inspection, the unit was found to visually and audibly alarm during alarm conditions. Internal inspection of the device isolated the failure to a component (d5) of the instrument board, which resulted in a blank display segment. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. Initial reporter address exceeded the maximum allowable characters, address is as follows:(B)(6).

Event description:
It was reported that the segment display was blank. No consequences or impact to patient was reported.